Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided photographs were evaluated. The pictures show a pseudophakic eye, being implanted with a tecnis itec preloaded intraocular lens (iol), model dcb00. A discolor (veil like) phenomenon, was observed, which was covering more than the 50% of the iol optic. Although it appeared to be located in the posterior surface of the lens, its definitive location could not be determined from the pictures. The root cause of the reported event as well as its potential clinical impact cannot be determined from a picture assessment. The complaint issue of foreign material - loose was not confirmed during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: +(B)(6). Device manufacture date: unknown, as product serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information; however, to date, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during almost every pcb00 model intraocular lens (iol) implant performed (and some of his colleagues) there is ¿extra¿ material described as an 'opaque matter' entering the eye via the pcb00 inserter. No serial numbers or dates were made available. The account indicated that the material is not ophthalmic viscoelastic device (ovd). No injury has been reported. The iol remains implanted. No further information was provided.